Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 22gax1.00in prn/ec slm foreign matter . When using a intravenous catheter, the operating room nurse found a foreign matter in the unopened intravenous needle cannula.

Manufacturer narrative:
1. DHR/bhr review lot#3353582 1-the products of this batch were assembled at intima ii auto line 3 in february 2024, and packaged at r240 package line in february 2024. Work order quantity was (B)(4). 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 2. No defective samples and photos have been received for the complaint. 3. Check the retained samples of this batch, no foreign matters are found. Conclusion(s): no abnormalities are found in the process and retained samples. Because the status and composition of the foreign matter in the indwelling needle cannot be confirmed, the source of the foreign matter cannot be determined.

Event description:
No additional informaiton provided.